Event description:
It was reported that tracheostomy tube(s) have "bent and caused occlusion". Device(s) involved have reportedly been discarded, therefore not available for analysis and investigation. Reportedly, there was no pt injury. Note: reference medwatch report #'s 2029387-2000-00033 and 2029387-2000-00034, as there were multiple pts involved.